Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2023, all hardware was removed in a revision surgery on (B)(6) 2023 due to non-union, hallux varus and lateral migration of the first metatarsal. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. According to the surgeon, the lateral release was too aggressive. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although a number of factors could have contributed to the reported event, based on feedback from the surgeon, the most likely cause is operator technique. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any reported issues with placement of the device. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2023, all hardware was removed in a revision surgery on (B)(6) 2023 due to non-union, hallux varus and lateral migration of the first metatarsal. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.